Event description:
The report stated that during a abdominal hysterectomy procedure with an edge coated blade, the hand switching pencil tip developed a flame at the tip that persisted when held up from the surgical field. A second pencil was opened and used and on initially moving to the surgical area, the nurse reports she saw an arc, and a small flame at the tip which subsequently appeared white. The pencil was used to complete the procedure. The initial setting was cut 50 and coag 50. The first pencil flamed during use in coag. The biomed had been told the second pencil arced without activation. No monopolar foot switch was hooked up. When completing the procedure with the second pencil, the generator was turned down to cut/coag = 30/30. The staff reported the type of tissue as fairly fatty for the first pencil. The type of tissue the second was used on was not reported. There was no pt injury. The second pencil is on file # 1717344-2008-00204.

Manufacturer narrative:
The incident pencil has been returned and is under eval. When the investigation is complete, a f/u report will be sent.